Event description:
Ergonomic multi-functional handle yellow trigger button fell off during procedure (laparoscopic assisted low anterior resection). This hand piece has been sent back to the manufacturer twice, both times with assurances it was fixed.